Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing kinked event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.